Manufacturer narrative:
Siemens conducted a thorough investigation and concluded that the customer service engineer disabled the amp ( automatic motion protection) in the updated control console. No injury to any patient was reported. Root casue is not applicable as the user disabled the amp.

Event description:
Siemens distributed a corrective action th010/17/s (c&r # # 2240869-02/23/2018-0007 ); z-1397-2018 , z-1398-2018 , z-1399-2018 , z-1400-2018 , z-1401-2018 , z-1402-2018 , (B)(4). It was reported to siemens on (B)(6) 2018, that the customer service engineer disabled the automatic motion protection (amp) in the updated control console software on the primus hi system. We are unaware of any impact to the state of health of any patient involved. This event occurred in (B)(6).